Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use (IFU), manufacturing instructions, and quality control data. Inspection of the returned device noted the device was returned with the handle in the open position and the basket formation in the open position. The mlla (male luer lock adapter) and the collet knob were both tight. The basket formation was smashed with flat wires. The basket sheath was kinked 1 cm from the distal tip. The support sheath appeared bowed. The basket sheath was slightly bent at the base of the support sheath. Functional testing noted that the handle actuated the basket formation. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint associated with the complaint device lot. The other complaint was for a non-similar issue where there was damage to the handle of the device. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a deformed basket, with the basket wires being bent, giving the basket a flattened appearance. A kink in the sheath was noted 1 cm from the distal tip. All devices were inspected for functionality and damage prior to packaging, and were packaged with the basket open. It is possible the device was damaged due to handling before use, but a root cause for the damage could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional event or patient information is available at this time.

Manufacturer narrative:
Occupation: secretary. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unspecified procedure using an ncircle tipless stone extractor, it was observed that the basket would not open properly. It is not known how the procedure was completed at this time. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.